Event description:
It was reported that intermittent occlusion alarms occurred. Customer experienced diabetic ketoacidosis, impaired vision, vomiting, and blood glucose (bg) ranging between 390-500 mg/dl. The customer required assistance from contact to treat bg with a manual injection. The customer continued to use the pump for insulin therapy and also had manual injections as backup therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.